Manufacturer narrative:
Same patient as in MFR # 2183959-2020-05464. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 800 cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Product analysis was unable to confirm the reported erosion and dysuria. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events (erosion) and (dysuria) are included as potential adverse events within the product labeling. Device history record review: the lot information was not provided for the returned components so a DHR review could not be performed. Risk review: a review of the ams800 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to erosion. The patient presented with difficulty urinating, painful urination and frequent urination "(obstructive and irritating symptoms.)" Th aus device was deactivated at which time the patient did not have a catheter inserted. Erosion was identified via "retrograde urethrography and during flexible urethroscopy." Prior to the erosion the patient had undergone 3 endoscopic surgeries. "Tur colli and optical endoscopic urethrotomy, followed by open reanastomosis (open bladder neck surgery) due to bladder neck stricture." The physician believes that "erosion of the blood supply to the affected urethra section may have caused erosion." A new aus cuff was implanted. The device is still deactivated and is expected to be activated in about a month.

Manufacturer narrative:
Same patient as in MFR # 2183959-2020-05464.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to erosion. The patient presented with difficulty urinating, painful urination and frequent urination "(obstructive and irritating symptoms.)" The aus device was deactivated at which time the patient did not have a catheter inserted. Erosion was identified via "retrograde urethrography and during flexible urethroscopy." Prior to the erosion the patient had undergone 3 endoscopic surgeries. "Tur colli and optical endoscopic urethrotomy, followed by open reanastomosis (open bladder neck surgery) due to bladder neck stricture." The physician believes that "erosion of the blood supply to the affected urethra section may have caused erosion." A new aus cuff was implanted. The device is still deactivated and is expected to be activated in about a month.